Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed. Analysis indicates a low telemetered battery voltage condition occurred. On (B)(6) 2010, the telemetered battery voltage was 2.48 v, while the daily battery voltage trend measurement was 2.86 v. The device is part of the advisory for this model.

Event description:
It was reported that the battery voltage measured in the office was 2.06v and it was 2.48v when measured with a different programmer. The device remains in use. No patient complications have been reported as a result of this event.